Manufacturer narrative:
Internal complaint reference: case (B)(4). Ilo, k. C., aboelmagd, k., hothi, h. S., asaad, a., skinner, j. A., & hart, a. J. (2021). Does modularity of metal-on-metal hip implants increase cobalt: chromium ratio?. Hip international, 31(1), 109-114. Doi: 10.1177/1120700019873637.

Event description:
It was reported that on literature review "does modularity of metal-on-metal hip implants increase cobalt: chromium ratio?", from 54 patients that had bhr tha, 1 patient presented instability that was addressed via revision surgery. The patients outcome is unknown. No further information is available.

Manufacturer narrative:
H3, h6: it was reported that on literature review "does modularity of metal-on-metal hip implants increase cobalt: chromium ratio?", from fifty four patients that had bhr tha, one patient presented instability that was addressed via revision surgery. The patients outcome is unknown and the devices, used in treatment, were not available for analysis. As no device part and batch numbers were provided for investigation, a complaint history review, manufacturing record review, or device labelling / IFU review could not be performed. If more information is received, this investigation will be reopened. A risk management review was performed for the modular head. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. A review of historic escalation actions for all birmingham hip modular heads and similar complaint events was performed. Following the review, prior applicable escalation actions were identified and confirmed to reduce associated risks as far as possible. No further escalation actions are required. Without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. The root cause and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. Based on the information provided we cannot confirm or further investigate the reported complaint, our investigation remains inconclusive, and a definitive root cause cannot be determined. We are unable to speculate on specific factors known to contribute to the alleged fault based on the limited information provided. Should the device or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated. Internal complaint reference number: (B)(4).